Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se corrected a leak in the patient circuit and resolved the issue. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a diagnostic message that rendered it into an inoperable state. The ventilator was not connected to a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.